Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during cataract surgery it was found that an ophthalmic tip found broken and was remained inside. Patient impact was not reported.

Manufacturer narrative:
One opened curved I/a tip, without a wrench, in a blister with a sleeve was returned for the reported issue of broken tip. The returned sample was visually inspected and was found to be non-conforming with the over molded tip detached from cannula and came off in sleeve. A review of the device history record traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The returned sample was found to be visually nonconforming for tip detachment; therefore, the tip of product broke off, as described in the complaint was confirmed. The root cause for the tip detachment cannot be determined from the evaluation performed; however, a manufacturing related issue cannot be ruled out. All I/a tips are 100% visually inspected prior to being released from the manufacturing facility. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. The manufacturer internal reference number is: (B)(4).